Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 429 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and unable to clear the alarm after it has been exposed to moisture. Button error troubleshooting was performed and unable to confirm if the time is advancing due to battery has been removed. Customer also reported to have experienced a high blood glucose of 331 mg/dl and 30 minutes after the blood glucose reading was at 429 mg/dl. Customer treated with manual injection and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.